Event description:
It was reported that during sterile processing, it was observed that there was a cut in the cord of the motor device. It was further reported that wires were exposed. It was not reported if there were any delays to a scheduled surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a cut in the cord. Therefore, the reported condition was confirmed. It was determined that this was a result of allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.